Event description:
Follow up.

Manufacturer narrative:
The device used is indicated as available for evaluation. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the sample is received and reviewed.

Event description:
When changing the micro-clave and extending the PICC-line the PICC-line hub broke. Grm 69861, lot # 11278237. Consequence: increased risk of infection, installation of a piv and the installation of a new PICC-line.